Event description:
Additional information received reported that ¿the battery went out on my unit about six months ago, and they told me it would be 20,000 to change it out so I¿m seeing if that¿s true.¿ the patient reported that he hadn¿t had ¿much sleep in a while and it took me three to four hours to get out of bed. It quit charging and I get the no signal screen.¿ the patient also stated that when he had the device implanted ¿they told me it was like a test or something and it was a different type of lead and they said it would be good for 20 years and I told someone about it and he told me my unit was not effective or whatever.¿ he also reported that someone told him ¿they don¿t even use my unit anymore. I have to take more pain medicine since I don¿t have the unit on.¿ an implantable neurostimulator (ins) overdischarge was suspected. The patient was redirected to their healthcare provider (hcp).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was depleted and he wanted to see a physician about having it replaced. A request was made for physician¿s listings and sent to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and manufacturer representative reported that the patient's pain had worsened over the last 6 months and woke them up during the night. The patient had always had problems with charlie horses that lasted up to 3 hours which had also worsened in the last 6 months. The patient reported that they had their stimulator placed due to a lot of nerve damage in their right leg and a broken back. The patient stated that the pain was better with stimulation. It was re-stated that their unit had quit working and that the patient was due for a replacement as their device had been implanted for longer than 9 years and had been dead for over a year and a half.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were contacted by a manufacturer representative who stated their device was too old to work. The patient noted that his pain was crippling him and he was now on narcotics due to muscle problems. Further information received from the healthcare provider reported that the patient needed a jump start for an overdischarge and it had been some time since the patient noticed the issues.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain. It was reported that the patient presented at the ER at a hospital. The hcp reported that the patient had spoken to a manufacturer's representative (rep). The patient reported that their battery needed to be changed and that it was a simple procedure that they needed a rep for. The caller reported since the ins battery is dead they are still getting back pain. The device was implanted in 2005 and is likely dead. The patient was told to follow-up with a doctor as the rep cannot perform the surgery.

Event description:
It was reported there was a communication problem. The patient only used the device in the winter time and for the past year it hadn¿t been working right and stimulation was really weak. Over the last five to six months prior to the report, it got worse in that it wasn¿t holding a charge as long and now it wouldn¿t charge at all. The last time he used stimulation was two months ago. It was reviewed that the implantable neurostimulator (ins) had surpassed the nine year longevity mark in september so it was at end of service (eos). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
And other applicable components are: product ID 37742 (B)(6) implanted: (B)(6)2005 product type programmer, patient product ID 3708120 (B)(6) implanted: (B)(6)2005 product type extension product ID 3708120 (B)(6) implanted: (B)(6)2005 product type extension product ID 377845 lot# n0039338 implanted:(B)(6) 2005 product type lead product ID 377845 lot# n0039338 implanted: (B)(6)2005 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient on 2017-07-18. The hcp reported that the patient¿s stimulation is no longer working. The hcp reported that he let it run down. The hcp reported that the patient had a loss of therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that patient's weight was (B)(6). On (B)(6)2014 and (B)(6). On (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377845, lot# n0039338, implanted: (B)(6 )2005, product type: lead. Product ID: 377845, lot# n0039338, implanted: (B)(6) 2005, product type: lead. (B)(4).